Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected out of range pacing impedances on this defibrillation lead. The patient was further evaluated and no noise was present on this lead and only in range values were noted. No adverse patient effects were reported. Ongoing alerts continue for this issue.

Manufacturer narrative:
Further information reported that this patient had pocket revision to evaluate the out-of-range pacing impedance on the right ventricular lead. During the revision, the setscrew was first attempted to be tightened down further. Impedances still resulted >2000 ohms. The setscrew was visualized in the down position and past the connector block. The setscrew was loosened and the pin released. The lead was tested through the pacing system analyzer with a 1230 ohms reading. The lead was reinserted, the setscrew tightened and tug test performed. The lead impedance was then checked with device and within the normal range. The thresholds went up a bit but with great sensing. There was further discussion regarding the lead and possible causes. Information suggests this lead and device remain in-service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Resolution was requested from the field. The field representative reported that the physician is aware of this issue and has elected to monitor this issue. The patient will be further evaluated in one month. As of today information suggests these products remain in-service. Should additional information become available this event will be updated. Ongoing alerts continue for this issue. It was later reported that this patient is scheduled for a revision procedure.